Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The representative was unable to duplicate the reported issue during testing. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation. A software investigation involving log analysis was initiated but was unable to determine probable cause of the reported issue since the analysis of the log file was inconclusive.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that intraoperatively the imaging system¿s pendant was unresponsive when any button was pressed. The pendant was fully booted into 2d mode, but the imaging system did not respond when attempting to move the gantry or press buttons. Both the image acquisition system (ias) and mobile view station (mvs) were rebooted. After the reboot the system was fully functional. There was a surgical delay of 4-5 minutes to reboot, and there was no impact on patient outcome.